Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing lead impedance measurement greater than 2,000 ohms and noise. The noise was able to be reproduced with isometrics. Electromagnetic interference (emi) was suspected but not confirmed. No oversensing was reported. Subsequently, the ra lead was surgically abandoned and replaced. Additional information was obtained indicating that the lead was fractured as confirmed through x-ray and fluoroscopy. No additional adverse patient effects were reported.